Event description:
According to the event description: malfunctioning braun infusomat space that did not infuse fluids/medications as it should have. Time of incident: 05:00 - 05:59. Description of incident: the braun infusomat space (tag number 1002902) was set to infuse 100mls per hour of dextrose 5% 1 litre with 40 mmols kcl. After a few hours it was noticed that the bag still looked full when it should have infused 430 mls (on the screen vtbi = 570.4mls). The blood results also reflect that the fluid may not been infused to the patient eg potassium level not improving and sodium level rising. IV cannula working, the pump did not alarm at any stage. Additional information from clinical nurse manager 3, critical care, hdu: as far as I am aware the patient did not receive the IV fluids as prescribed in the time specified so it becomes a medication error. The treatment required was IV fluids which were delayed as a result of the malfunction. The IV fluids were then infused via a different pump at the prescribed rate. There were no long term effects to the patient known as a result of the incident. However, I am not the owner of the incident so cannot track it.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4) -- information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688m030003. Hours of operation: 2215. Further information: device repair with technical safety check was on 2024-04-23 performed. Investigation results: history inspection: the device history files were read and analyzed. The device history entry "axialsensor open" hint could be found 8 times. The device history entry "drive test error endpos not off" could be found 10 times. No other abnormalities were found in the device and alarm history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were not intact and damaged. One screw is sticking out of the lower part of the housing. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self test. Now the hint appeared calibrate the device. The syringe calibration could not be performed successfully. It was not possible to put the pump in operation. The complained error could be reproduced. Individual inspection: n/a. Disassembling: the device was disassembled and the inside was investigated. The locking ring of the syringe handle is not properly secured. The ribbon cable from the drive complete is not correctly plugged into the foil connector. In addition, the driver of the piston brake drive is no longer connected to the potentiometer of the base circuit board. The driver of the piston brake drive is bent upwards. The ribbon cable from the piston brake is not laid correctly. No other visible damage was found inside the device. Judgment: the complaint could be confirmed. During the functional test, the malfunction could be reproduced. The driver of the piston brake drive is no longer connected to the potentiometer of the base circuit board. The driver of the piston brake drive is bent upwards. This is caused by due to improper handling during the last device repair. The device repair with technical safety check was on 2024-04-23 performed. Addition information: the syringe holder with piston brake and the lower housing must be replaced.